Event description:
It was reported that during a hip procedure using a sidewinder blade icw, upon initially squeezing the wand's handle it produced a cracking noise and could no longer be adjusted. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.